Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the main lamp was defective. Based on the result, we concluded, that it was caused, due to the lamp run out of hours. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.

Event description:
On (B)(6) 2021, the user advised us that aux lamp is on (the main lamp can not be lighted ) this event occurred at the time of before use. There was no report of patient harm.

Event description:
On (B)(6) 2021, the user advised us that aux lamp is on (the main lamp can not be lighted ) this event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number (B)(4) .